Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the lv lead had elevated threshold measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.